Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken, and the lead was explanted and replaced. Effective therapy was established post operatively.

Event description:
Additional information was received that the patient's lead was replaced electively to cover new pain. There is no allegation of deficiency against this device.